Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0799 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the product presents a hole in the catheter near to the hub where the stabilization device (polifix) is attached. No other information was provided.